Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. The customer's blood glucose (bg) level was a value displayed as "high." Bg value not provided. The customer administered a manual injection of insulin to address bg level.